Manufacturer narrative:
Event date: (B)(6) 2018. Date of report: 26sep2018. Philips field service engineer performed troubleshooting in the service manual, and unit passed successfully. Unit passed testing and the performance verification test successfully.

Event description:
It was reported that performing annual preventive maintenance the philip's field service engineer discovered the unit had a code indicating an air valve liftoff failure in the history. There was no patient or user harm reported. The event date was not specified; estimate used.